Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in-clinic for routine follow-up, noise that was resulting oversensing was noted on the atrial lead. As such, the atrial lead was capped and replaced on (B)(6) 2018. The patient was stable.